Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Previously administered products included for an unreported indication: nuvaring and yaz. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), melatonin and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginall)"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced goitre ("autoimmune disorder type of disorder: enlarged thyroid") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced dysuria ("urinary problems or changes: dysuria"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), urinary tract infection ("infections,uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding."), vaginal infection ("vaginal infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, depression, anxiety, vaginal infection, goitre and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, urinary tract infection, menstrual disorder, abdominal pain, back pain, menorrhagia, genital haemorrhage, vaginal discharge, vaginal haemorrhage and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, dysuria, genital haemorrhage, goitre, menorrhagia, menstrual disorder, pelvic pain, perforation, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014 and (B)(6) 2014 plaintiff received treatment for pain , bleeding and bladder/urinary problems discrepancy noted in the essure insertion date previously reported as (B)(6) 2014, current pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2016 to (B)(6) 2016 for bleeding genital as well as fluconazole (diflucan), melatonin and ranitidine. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish / emotional anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen area"), vulvovaginal pain ("sharp pain in the vagina"), back pain ("lower back") and abdominal pain lower ("cramping"). The patient was treated with furosemide (lasix) and losartan. Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, infection, menstrual disorder, pelvic pain, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal pain, vulvovaginal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes. Discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2014: results: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and mr received, new reporter,patient demographic, lab data,concomitant and treatment medication ,essure indication, start date and event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), abdomen area , sharp pain in the vagina, lower back and cramping were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Previously administered products included for an unreported indication: nuvaring and yaz. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), melatonin and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginall)"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infections,uti"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced goitre ("autoimmune disorder type of disorder: enlarged thyroid") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced dysuria ("urinary problems or changes: dysuria"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding."), vaginal infection ("vaginal infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, depression, anxiety, vaginal infection, goitre and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, urinary tract infection, menstrual disorder, abdominal pain, back pain, menorrhagia, genital haemorrhage, vaginal discharge, vaginal haemorrhage and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, dysuria, genital haemorrhage, goitre, menorrhagia, menstrual disorder, pelvic pain, perforation, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014 and (B)(6) 2014. Plaintiff received treatment for pain , bleeding and bladder/urinary problems discrepancy noted in the essure insertion date previously reported as (B)(6) 2014, current pfs: (B)(6) 2013. Discrepancy noted date of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added. On 14-may-2020: pfs received: no new clinical information added. On 9-jan-2020: pif received. No new clinical information was received. On 31-jul-2020: pfs received. Event onset date was updated. Plaintiff height was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Previously administered products included for an unreported indication: nuvaring and yaz. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), melatonin and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginall)"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infections,uti"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced goitre ("autoimmune disorder type of disorder: enlarged thyroid") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced dysuria ("urinary problems or changes: dysuria"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding."), vaginal infection ("vaginal infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, depression, anxiety, vaginal infection, goitre and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, urinary tract infection, menstrual disorder, abdominal pain, back pain, menorrhagia, genital haemorrhage, vaginal discharge, vaginal haemorrhage and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, dysuria, genital haemorrhage, goitre, menorrhagia, menstrual disorder, pelvic pain, perforation, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes. Discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014, (B)(6) 2013. Plaintiff received treatment for pain , bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the correct significant frd is (B)(6) 2020 and follow-up number is 8. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2016 for bleeding genital as well as fluconazole (diflucan), melatonin and ranitidine. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen area"), vulvovaginal pain ("sharp pain in the vagina"), back pain ("lower back"), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder/urinary problems:urinary problems"), urinary tract infection ("bladder/urinary problems:uti"), vaginal discharge ("bladder/urinary problems:vaginal discharge") and vaginal infection ("bladder/urinary problems:vaginal infection"). The patient was treated with furosemide (lasix) and losartan. Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, infection, menstrual disorder, pelvic pain, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, abdominal pain, vulvovaginal pain, back pain, abdominal pain lower, genital haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014 and (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events added : "general abnormal bleeding., urinary problems, uti, vaginal discharge, vaginal infection, psych injury clubbed with previously reported event anxiety.". Patient's information was updated. Patient's demographics were added. Product indication updated. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included fluconazole (diflucan), melatonin and ranitidine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), 8 months 23 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), urinary tract infection ("infections,uti"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding."), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, urinary tract infection, menstrual disorder, pelvic pain, depression, anxiety, back pain, menorrhagia, genital haemorrhage, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes. Discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014 and (B)(6) 2014. Plaintiff received treatment for pain , bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: as per mail communication ,it was discovered while reviewing a follow up that the received on (B)(6) 2019 in case , is confounded and incorrect source document in argus and removed all information and we have received on (B)(6) 2019 ,pfs in that event abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, urinary problems, vaginal discharge and vaginal infection and event infections updated to uti and lab data updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Previously administered products included for an unreported indication: nuvaring and yaz. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), melatonin and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginally)"), 1 year after insertion of essure. In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced goitre ("autoimmune disorder type of disorder: enlarged thyroid") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced dysuria ("urinary problems or changes: dysuria"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), uti ("infections,uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding.") And vaginal infection ("vaginal infection"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, dyspareunia, uti, menstrual disorder, depression, anxiety, menorrhagia, genital haemorrhage, vaginal discharge, vaginal infection, urinary tract infection, goitre and anaemia outcome was unknown and the pelvic pain, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, dysuria, genital haemorrhage, goitre, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and uti to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes. Discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014 and (B)(6) 2014. Plaintiff received treatment for pain , bleeding and bladder/urinary problems discrepancy noted in the essure insertion date previously reported as (B)(6) 2014, current pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: no suspicious findings at the area of reported palpable concern; likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: essure insertion and removal date updated, concomitant and historical drug, new events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, enlarged thyroid, anemia added, event urinary problems or changes: dysuria updated as event. Outcome for the events pelvic pain, back pain and abnormal bleeding (vaginal) updated to recovering / resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix. Previously administered products included for an unreported indication: nuvaring and yaz. Concurrent conditions included uterine fibroid, breast lump, sexually transmitted disease, menorrhagia, vaginal discharge, abdominal pain, ovarian cyst, menses delayed, urinary frequency, bacterial vaginosis and human papilloma virus infection. Concomitant products included fluconazole (diflucan), medroxyprogesterone acetate (depo-provera), melatonin and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish / emotional anguish/psych injury"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) -2017, the patient experienced goitre ("autoimmune disorder type of disorder: enlarged thyroid") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced dysuria ("urinary problems or changes: dysuria"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), uti ("infections,uti"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("general abnormal bleeding.") And vaginal infection ("vaginal infection"). The patient was treated with surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, dyspareunia, uti, menstrual disorder, depression, anxiety, menorrhagia, genital haemorrhage, vaginal discharge, vaginal infection, urinary tract infection, goitre and anaemia outcome was unknown and the pelvic pain, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, dysuria, genital haemorrhage, goitre, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and uti to be related to essure. The reporter commented: pelvic pain due to possible essure coils coming out into endometrium. Plaintiff currently planning for essure removal yes. Discrepancy in dates of insertion - per pfs - (B)(6) 2012, as per summons (B)(6) 2014. Plaintiff received treatment for pain , bleeding and bladder/urinary problems discrepancy noted in the essure insertion date previously reported as (B)(6) 2014, current pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2014: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound breast - on (B)(6) 2017: 1. No suspicious findings at the area of reported palpable concern. 2. Likely benign micro calcifications in the left breast upper outer quadrant. Follow up left breast diagnostic mammogram including magnification views is recommended for surveillance in 6 months. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), infection ("infections"), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). At the time of the report, the perforation, dyspareunia, infection, menstrual disorder, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, infection, menstrual disorder, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.